Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump became wet and subsequently, the pump became unresponsive. The customer's blood glucose level was impacted (463 mg/dl). It was indicated that the customer would use insulin pens for alternate insulin therapy.